Manufacturer narrative:
Product was not returned for evaluation. Therefore, this report is based on the information provided by the customer. Information regarding the circumstances that led to the migrated IV lines was not provided. There was no patient or caregiver injury and no medical intervention required as a result of this event. Historical complaint data was reviewed and found four total complaints for securement devices for adhesive that is too sticky since 2018. These devices have a complaint rate of 0.007% for this type of complaint year-to-date. At this time there, is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
It was reported that various home health agency nurses voiced concerns over the grip lok device not working as well as the prior securement device. The device was reported to stick to the occlusive dressing, making the sterile procedure difficult. The nurses were sharing the grip lok was not securing the line and they were worried about migration and line dislodgement. From (B)(6) of 2021 there were 7 migrated lines.